Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address thigh pain and leg length discrepancy. The femoral stem was loose. Doi: unk, - dor: (B)(6) 2011 (left hip). Update: litigation papers received (B)(6) 2013. Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/ snapping sensations and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. A metal liner and femoral head are now being reported to address these allegations. The complaint has been updated on (B)(6) 2014. Update has been electronically attached to the complaint document.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/29/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and clunking sound. Medical records reported that the femur fractured during external rotation related to prior surgical procedure lag hole from a plate to repair femur. The surgeon did use a cable and clamp system to repair fracture. This will not be reported as it was not component related. There were no lab results for metal ions and no revision surgical report. Part/lot updated. The complaint was updated on:jan 19, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head/liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.